Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the side clip of a guide fractured during bone preparation. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI: na. Additional information: (methods, results, and conclusions) - the returned guide was examined. The lever arm was found to have fractured off. The exact cause of the failure is unknown. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported the side clip of a guide fractured during bone preparation. There were no reported patient impacts associated with this event.